Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator generated a ¿cuff leak¿ alarm and that the intellicuff was suspected of not reaching the target pressure. The issue was identified during preventive maintenance, and the service technician confirmed that no patient was connected at the time the behavior was observed. No patient harm and no medical intervention were reported. Log file analysis and clinical review confirmed that the intellicuff operated within the specified pressure range in automatic mode, and the observed alarm is consistent with a possible tubing or connection issue. As a corrective action, the intellicuff was replaced, the device passed all service software checks, and normal operation was restored. The device was returned to clinical use, and the case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the intellicuff within the hamilton-c6 detects a leak. No patient involvement was reported. The investigation to verify the allegation is still in progress.